Event description:
Customer reported an unexpected shutdown of his insulin pump and shared suggestions for charging improvements, expressing a desire for usb-type c charging for rapid-charging capabilities. There was no reported impact to blood glucose level. No actions or outcomes were documented following the report, and further follow-up attempts were noted in the intake log but details about results remain unavailable.